Event description:
Customer reported she had a reservoir that did not work properly. She stated she was not able to push insulin through and her insulin pump alarmed no delivery. Customer's blood glucose is 340 mg/dl. The issue was resolved with a complete set change, so customer declined troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.